Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 30) with multiple cartridges during basal delivery and the load process. The customer's blood glucose was in the 300's mg/dl. Reportedly, the customer reverted to pens for alternate insulin therapy.